Event description:
The user facility reported a 75-year-old male in cardiogenic and septic shock was implanted with an impella cp device for mechanical circulatory support. A hematoma developed at the patient's lateral circumflex femoral artery post implant. .manual pressure was applied to the hematoma to decompress. Multiple attempts were made but the hematoma continued to get larger. The patient started to become hemodynamically unstable requiring more pressors/volume/blood products. The pump was emergently removed. Patient received more than 2 blood products.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Manufacturer narrative:
Since the medical center did not return the impella device, no benchtop analysis was possible. The root cause of the vascular damage was unable to be determine as no product and insufficient clinical details were provided. The failure mode will be monitored and trended.